Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during use, a part of the device was disengaged. The staff used another device. Nothing fell into the pt's cavity. There was no bleeding or tissue damage. The procedure was not extended more than 30 minutes.